Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned with the knife slightly advanced forward, but not into the lockout region; one ecr60b cartridge loaded on the device was received. The reload (a) was received unfired and in good visual condition. Additionally 3 cartridge reloads (b, c, d) were received in a sample bag fully fired and in good visual condition. In addition, the returned reloads (b, c, d) were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with the return cartridge reload (a) and a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, a few staples of the proximal end were unformed at the 3rd firing of functional end to end anastomosis. The cartridge was blue. The doctor waited about 15 seconds prior to the firing. A competitor product was used to complete the case. There were no adverse consequences to the patient.